Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual-lumen umbilical vessel catheter (uvc). The customer reports that the 5 fr dual lumen catheters appear to have a small "bubble" or hole inside the plastic "y" connection area where the two catheters meet. The customer reports that after inserting the catheter into the umbilical vein and aspirating blood back, a small amount of blood stays in this little bubble/hole, and cannot be flushed out. The customer further reports that after placing the catheter, the md noticed the blood and pulled it, and then actually placed another 5 fr catheter, but that one was also defective, so she placed the 3.5 fr.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.